Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and migraine outcome was unknown. The reporter considered migraine and pelvic pain to be related to essure. Further company follow-up with the lawyers is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and benign neoplasm ("umor /teratoma / cancer type: begin tumor") in a 39-year-old female patient who had essure (batch no. B04948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding. Previously administered products included for an unreported indication: depo provera, birth control and mirena. Concurrent conditions included endometrial hyperplasia, menometrorrhagia, headache, dyspareunia, uterine cramps, back pain, flank pain, dysfunctional uterine bleeding, urinary frequency and retroperitoneal fibrosis. Concomitant products included botulinum toxin type a (botox), docusate sodium (colace), escitalopram oxalate (lexapro), magnesium citrate and topiramate. In (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue"). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). In (B)(6)2014, the patient experienced migraine ("migraines") and headache ("headache"). In (B)(6)2014, the patient experienced depression ("psychological or psychiatric problems condition:depression") and alopecia ("hair loss"). On (B)(6)2017, the patient was found to have benign neoplasm (seriousness criterion medically significant), 3 years 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, benign neoplasm, migraine, vaginal haemorrhage, menorrhagia, depression, dysmenorrhoea, dyspareunia, alopecia, fatigue, headache and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, benign neoplasm, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, migraine". Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and benign neoplasm ("umor /teratoma / cancer type: begin tumor") in a 39-year-old female patient who had essure (batch no. B04948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding. Previously administered products included for an unreported indication: depo provera, birth control and mirena. Concurrent conditions included endometrial hyperplasia, menometrorrhagia, headache, dyspareunia, uterine cramps, back pain, flank pain, dysfunctional uterine bleeding, urinary frequency and retroperitoneal fibrosis. Concomitant products included botulinum toxin type a (botox), docusate sodium (colace), escitalopram oxalate (lexapro), magnesium citrate and topiramate. In (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue"). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). In (B)(6)2014, the patient experienced migraine ("migraines") and headache ("headache"). In (B)(6)2014, the patient experienced depression ("psychological or psychiatric problems condition:depression") and alopecia ("hair loss"). On (B)(6)2017, the patient was found to have benign neoplasm (seriousness criterion medically significant), 3 years 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, benign neoplasm, migraine, vaginal haemorrhage, menorrhagia, depression, dysmenorrhoea, dyspareunia, alopecia, fatigue, headache and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, benign neoplasm, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, migraine". Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received, plaintiffs address updated, aka added, patient demographic updated, lot number added, events added- abnormal bleeding (vaginal, menorrhagia), depression, dysmenorrhea, dyspareunia , beign tumor, fatigue, hair loss, headache, abdominal pain. Events onset and severity added. Historical drug and concomitant drugs were added, lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and benign neoplasm ('umor /teratoma / cancer type: beign tumor') in a 39-year-old female patient who had essure (batch no. B04948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "he did an ablation at the same time I gor the essure". The patient's medical history included vaginal bleeding. Previously administered products included for an unreported indication: depo provera, birth control and mirena. Concurrent conditions included endometrial hyperplasia, menometrorrhagia, headache, dyspareunia, uterine cramps, back pain, flank pain, dysfunctional uterine bleeding, urinary frequency, retroperitoneal fibrosis, uterine fibroid and uterine prolapse. Concomitant products included botulinum toxin type a (botox), docusate sodium (colace), escitalopram oxalate (lexapro), magnesium citrate and topiramate. In (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue"). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). In (B)(6)2014, the patient experienced migraine ("migraines / headache"). In (B)(6)2014, the patient experienced depression ("psychological or psychiatric problems condition:depression") and alopecia ("hair loss"). On (B)(6)2017, the patient was found to have benign neoplasm (seriousness criterion medically significant), 3 years 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, benign neoplasm, dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, alopecia, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, benign neoplasm, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, migraine, headache, quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 23-jul-2019: new pfs received- new event he did an ablation at the same time I got the essure was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.